Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was in a state of diabetic ketoacidosis and was assisted by paramedics. The customer stated that their health care provider did not send their prescription to the pharmacy so that the customer could use their insulin pump. The customer did not return the product back for analysis